Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is an inoperable downstream occlusion (dso) sensor; however, this cannot be confirmed as no product was returned for investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a no disposable alarm. Silenced alarm, settings reviewed, powered off/on. Still has no disposable alarm. Pump powered back off. Line clamped. Cassette removed, line pinched and rubbed. Reattached cassette and unclamped IV line. There was a green clamp so it was depressed and the tubing was pinched and rubbed again. Restarted the pump. Still has no disposable alarm. Powered pump back off. Medication: 5 fu. No adverse patient effects were reported by the customer.